Event description:
According to the report, bioglue was utilized during several suboccipital craniotomy and infratentorlal procedures. A fluid was subsequently observed "oozing" from the site of bioglue application in eachh case. In several cases, the bioglue has been removed post operatively and the oozing has ceased. The actual number of cases has not yet been determined and no add'l info was provided in the initial report.